Manufacturer narrative:
This supplemental report is being submitted to provide the trend analysis and investigation conclusion. The root cause of the reported issue was not identified. Based on reported information, it was confirmed that the relief mode functioned properly when the tester stopped properly at the set pressure during the test and applied pressure. It was confirmed that more than 18 years and 1 month have passed since the product was delivered. This reported event is presumed to have occurred due to deterioration of the device over time. A temporary error occurred due to aged deterioration, the reported phenomenon occurred. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was not returned for evaluation. The in house biomedical engineer with the guidance from the technical assistance center performed the troubleshooting by performing pressure testing. The insufflator was correctly stopping at the set pressure during testing and it was confirmed that the relief mode was working when purposely over pressured the make shift cavity. Since both functions were working the biomedical engineer was advised to have the olympus territory manager perform a site visit to complete an in-service of the device. To date the on site in-service visit has not yet been finalized. To date, there was no report of patient harm or injury regarding the reported event. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure, the device exhibited consistent over pressuring issues. According to the reporter, the user were using the unit on medium and high flow setting during the procedure and the pressure alarm occurred. The reporter stated that the device bars were red often due to the pressure going over the set pressure. There was no patient harm or impact reported on this report, no user harm or injury was reported due to the event